Event description:
Customer's family member called to report that the customer was hospitalized following a auto accident. It was stated that the customer was new user and was in and out of the ER for high and low bgs.